Event description:
The customer reported a battery charge problem. There was no report of patient involvement. The device was not in use at the time of the problem.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips technician and the issue was clarified to be the battery led was off. Results of the valuation indicated that the power supply was defective. Replacing the power supply resolved the reported issue. The device passed testing and was returned to the customer.